Event description:
It was reported that "on (B)(6)2010, a craniotomy for tumor was performed on pt. While turning the crani flap, a metal piece of the footed attachment af02 broke off into the pt's head. The surgeon was unaware of this occurrence since it was a very small metal piece. After the procedure, the surgeon left the room and while breaking down the equipment, the surgical scrub tech noticed the af02 attachment being broken. He quickly alerted to the doctor and thus ordered a CT scan stat. The CT confirmed that the piece was left in the pt's head. The doctor decided to leave the piece and not return to surgery to retrieve it. The hospital has filed the report with the FDA and the family members of the pt are aware of this occurrence." No pt impact was reported. No additional info was available on follow-up.

Manufacturer narrative:
Report confirmed. The device was not returned for evaluation. Review of the available photographs confirmed that the attachment was damaged by tool contact. No additional info was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."